Event description:
It was reported that a patient underwent a pelvic floor repair procedure on (B)(6) 2008. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent a gynecological procedure to treat cystocele, rectocele, enterocele, pelvic organ prolapse and a mesh was implanted. It was reported that due to incontinence, pain and infections, patient underwent mesh revision/removal on (B)(6) 2012. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): at the time of mesh implantation the patient also underwent concurrent procedures of anterior and posterior vaginal repair with support of enterocele, vaginal vault distention, and cystoscopy.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain during urination, urinary frequency and incomplete emptying of bladder. (B)(4).

Event description:
It was reported that following insertion the patient experienced pain during urination, urinary frequency and incomplete emptying of bladder.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infection, atrophic vaginitis and female stress incontinence.